Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with cracked case at display window corners, belt clip slot and battery tube threads. Unit received with minor scratches on lcd window. Unit received with corroded keypad traces. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are rusted. Customer's blood glucose was unknown at the time of incident. No further information was provided.